Event description:
This complaint is reportable based upon analysis results completed on 04/11/2008. The pt had ischemic heart disease. The lesion being treated was located in 99% stenosed and severely calcified proximal left anterior descending artery (prox lad). The taxus express2 3.0 x 20 mm drug eluting stent was not able to cross the calcified lesion. The physician shaped the stent delivery system. However, he gave up the implantation of the taxus stent. The procedure was completed with an unknown size liberte bare metal stent. No pt injuries or complications were reported. Pt status was reported as "good". Analysis of the returned device found stent damage.

Manufacturer narrative:
Device eval: a visual and microscopic examination of the returned device found severe damage to the distal edge of the stent and mid stent damage. The mid stent had struts misaligned on three rows. The damaged sections were measured with a snap gauge to have the following approximate diameters: distal stent damage 1.89 mm, mid-stent damage 1.33 mm, normal section 1.29 mm. Also, the hypotube had kinked twice approx 23.0 cm and 25.5 cm distal from the catheters strain relief. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A recommended sized guidewire (0.014 inch) was inserted through the lumen with no restrictions noted. The balloon was tightly wrapped and was not subjected to any positive pressure. As the product meets the design and manufacture spec but due to the likelihood that the pt anatomy or other procedural factors encountered during the procedure, performance was limited, the most probable root cause of this complaint will be documented as operational context. A corrective and preventative action has been raised to address this issue.